Event description:
It was reported: "pt received a restoration modular conical stem two yrs ago. Stem broke approx 2.0 yrs later. Revised to a restoration modular plasma stem. Stem broke 5 cm distal to the modular junction."

Manufacturer narrative:
Na